Event description:
The customer reported that during a preventive maintenance on the iabp, they observed that the iabp failed to power up. The customer switched the power button on or off several times but the iabp did not power up. No patient was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The unit was returned to the company office in (B)(4) for service. The company service representative examined the unit and confirmed the event. It was noted that the main board was causing the failure and replaced the main board (part # 670-00-0788). The company service representative performed the functional and safety checks meeting the factory specifications. The unit was returned to the customer. The main board is being returned to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).